Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty fsr(gold). Motor passed motor test. Pump received with minor scratched display window, cracked display window corners, broken battery tube threads, cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 7.8 mmol/l. Customer noticed the error a few moments ago when he was delivering a bolus. Customer was sitting at his desk working on his computer. Customer did not reconnect the pump. Customer could not rewind when asked to do so to retrieve his settings. Customer uses carelink, so he can retrieve his settings from the doctor/clinic. Customer has a back-up plan. Customer will use syringes, which he has with him at work. Customer is monitoring his blood glucose levels. Customer was advised to not use the pump. Insulin pump needs to be replaced. No additional information provided.